Event description:
Caller alleged false negative hcg results. Results as follows: patient presented to the emergency department for hemorrhage. Test was performed on urine sample and gave a negative result. The patient was subjected to ultrasound examination from which proved the presence of gestational single chamber containing a single embryo without heartbeat. Beta hcg assay was not performed. Reported date of last menstrual period: (B)(6) 2013. Emergency obstetric reports diagnosis as: internal abortion. The hospital has no more urine sample.

Manufacturer narrative:
Controls: 25miu/ml hcg urine lot: hcg130627-01; 204.6iu/ml hcg urine lot: hcg130527-01; 208.2iu/ml hcg urine lot: hcg130829-01; 222.8iu/ml hcg urine lot: hcg130829-02. Clinical positive urine from 3 pregnant women. Results summary: retain devices meet qc specification: 25miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=15); 204.6iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=2); 208.2iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=2); 222.8iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=2); 3 clinical pregnant urine samples yielded clearly positive results with retention devices at 3 minutes (n=1 for each sample). Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff, and 3 different high levels of hcg urine controls and 3 clinical positive urine samples. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Product deficiency was not established. This issue will be tracked and trended. Corrective action not required at this time.